Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir had leaks past 2 o- ring and an air bubbles. Customer's blood glucose level was 95 mg/dl at the time of incident. Customer mentioned that 2-3 reservoirs were not working and when removed the plunger the insulin came out. The reservoir will not be returned for analysis.